Event description:
Patient was here for left greater saphenous vein endovenous laser therapy. Rn plugged in laser fiber and the machine said, "fiber not detected." Two attempts were made with the same results. Laser fiber was unplugged and machine was turned off. Per surgeon, a new laser fiber was opened and plugged in. No issues were noted with the second laser. There were no complications during procedure.